Event description:
Within the memory of the associated ICD (ovatio vr - sn (B)(4)) oversensing relative to the subject lead was identified in one stored episode on (B)(6) 2013. Lead replacement is yet to be scheduled.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.